Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that the insulin pump alarmed motor error during basal. The customer was at the beach and alarm occurred when reconnecting the device. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence but alarm occurred again when priming. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised to contact the doctor or local hospital to arrange replacement.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarm. No moisture damage on electronics noted. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.